Manufacturer narrative:
Date received by manufacturer: 23-jun-2019 should be corrected to 24-jun-2019 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Date of this report: 23-jun-2019 should be corrected to 24-jun-2019 in initial medwatch report. Device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -9.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.